Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window, and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 129mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.